Event description:
It was reported that the patient experienced pocket site discomfort. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was moved more lateral on the right flank. The patient was doing well postoperatively and the device remains implanted.